Event description:
Signia active and active pro hearing aids disconnect from their charging terminals, even after reporting a solid connection with a green light, causing the batteries to drain, rendering the hearing aids useless when a user goes to use them. Because they are designed to connect automatically to other bluetooth devices (computers, phones), when they disconnect they hijack those devices as well. Signia urges users to clean the terminals, but this is not effective. The problem is that the terminals are recessed in the charging case and the magnetic connection is not sufficient to overcome this distance. With each pair costing up to $5000, signia has made a windfall from health insurance companies selling these defective hearing aids. Hecc: 4582. Dpc: 1171, 1057, 4065, 4037. Ref: mw5187152, mw5187153, mw5187154.